Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was noted that the patient intended to have their old lead removed and replaced with an MRI compatible lead. However, it was reported that during their removal procedure, part of the lead broke off accidentally. It was taking too long with the patient under anesthesia, so they felt it was better to end the surgery, and have the patient do a spinal consult to discuss the next appropriate steps. Risks of having an MRI with a partial lead left in were reviewed, and it was recommended that they follow up with their healthcare professional to discuss lead removal.